Manufacturer narrative:
(B)(4).

Event description:
Additional information from the healthcare provider reports the troubleshooting and/or diagnostics performed was in the office. A ua (urinalysis) and a urine culture was sent out to lab. Patient was treated with macrobid for seven days and then started on suppressive therapy with keflex. The cause of the bladder infection was not determined. The healthcare provider had not repeated ua/urine culture to see if the bladder infection had resolved. Patient have not reported any continuing symptoms of infection. The patient had history of infection both prior to and after neurostimulator implant. The bladder infection was not related to the patient's underlying urinary dysfunction. The bladder infection was not related to the neurostimulator device and/or therapy. The patient was first diagnosed with bladder infection on (B)(6) 2014 and the implant was don on (B)(6) 2014. The most recent infection was on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0alxv, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported having two bladder infections. With the patient's first bladder infection she went to the ER and was put on bactrim, but then she got a call from her doctor that "it wasn't helping the bacteria" so they put her on a different medication which the patient thought was helping until now. The patient reported she has a 2nd bladder infection now and her pee is milky. After her first bladder infection the pa (physician's assistant) turned her interstim up to 2.2 and it didn't feel like the patient was emptying her bladder so turned it up to 2.4. The patient was concerned that this is what led to the 2nd bladder infection and would like assistance decreasing amplitude back down to 2.2. Infection was confirmed. First infection - event date: (B)(6) 2015 second infection - event date: (B)(6) 2015. The patient reported both her managing hcp (healthcare provider) and pcp (primary care provider) know about the infection. Patient services reviewed how to decrease stimulation and the patient confirmed amplitude is now at 2.2 as desired. Patient's indication for use was noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.